Event description:
Essure implanted in 2008. I have been having problems ever since. Side effects included hair balding spots, thinning, pelvic pain which has gotten worst in the last months, now wake up to cramping. Spotting between periods, irregular cycle, loss of memory, weight gain, low vitamin d deficiency, vision problems, severe bloating, nausea, leg spasm, fatigue, tired all the time. Pain during intercourse, unexplained uti's, cycle last sometimes 7 days and is heavy, pain and sometimes 3 days and light.